Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl. The customer changed the infusion set site and cartridge. A correction bolus was delivered to address the high bg level. The customer used novolog and apidra insulin in the cartridge. As the supplies on the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the current occlusion.